Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned the incorrect test strips. Complaint was forwarded to packaging and internal evaluation completed. No abnormalities observed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 14-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer had reported complaint for missing package item. Customer stated that she had purchased true metrix test strips and the vial had been empty. It was not confirmed if the seal on the test strip vial had been intact. Meter was not available to provide serial number. Customer went back to the pharmacy and she was advised to contact manufacturer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 11/30/2024; product storage and open vial date were not disclosed.